Event description:
Follow-up information received identified the patient has healed.

Event description:
It was reported the patient complained the implantable pulse generator (ipg) pocket incision was opening. The patient was advised to follow up with her primary care physician or go to the emergency room. No further information was available at this time.